Event description:
Account states that patient calcium results are running on the high side. The following results were provided (initial/next day repeat mg/dl): sample 1) 8.8/9.6, sample 2) 8.4/9.2, sample 3) 9.0/9.7, sample 4) 8.9/9.8. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancies.